Event description:
On 1977, pt had bilateral breast augmentation. Pt has had firmness of the breast, which has now become painful. During the past two years her osteoarthritis has gotten worse. There has been breast and chest pain, also fatigue and joint pain. On 3/11/94, removal bilateral breast implants.